Event description:
It was reported that the user experienced an alert 35 occlusion on an ilet system using a steel 6 mm contact detach infusion set, with insulin delivery interrupted for about an hour until a full supply change was completed. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose was 130 mg/dl. Outcomes included restoration of insulin delivery after replacing the infusion set and cartridge. Investigation included guided troubleshooting and a supply change performed with customer support. Investigation of this case revealed no kinks, bubbles, or leaks in the removed tubing, and the occlusion alarm resolved after replacement of disposable components, consistent with an infusion set or tubing obstruction that was not visually apparent. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent infusion set occlusion resolved by component replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.